Event description:
Issue with identification of gpu card in a citrix xenapp remoting environment. There is a known issue with computations on nvidia cards using the c++ amp (accelerated massive parallelism) library, leading to erroneous results for computation problems above a certain size. Due to this issue, raystation checks if the gpu is nvidia and ensures that no computation problems of a size that would trigger the error reach the gpu. Raystation can be configured to run in a citrix xenapp remoting environment. Some citrix xenapp features are implemented by hooking certain api calls. In an erroneous citrix xenapp configuration, the citrix api hooking may interfere with the identification of the gpu from raystation. The gpu is not identified as nvidia and the raystation check is not performed, leading to potential calculation errors for very large computation problems. Raysearch personnel detected the issue when assisting a customer with beam modeling. It is not clear why the customer site came to have an erroneous citrix xenapp configuration. The system was not in clinical use when the error was detected. Raystation is provided with an installation test protocol including tests for verifying performance of the calculation algorithms. The user organization is required to use these tests for verifying the installation after any change of hardware or software environment. However, the installation verification tests aimed at verifying computations on gpu did not detect this particular issue. The problem has therefore been corrected by means of updated labeling including additional installation verification tests.

Manufacturer narrative:
The root cause is a known issue with computations on nvidia card using the c++ amp (accelerated massive parallelism) library, leading to erroneous results for computation problems above a certain size. Normally, raystation detects that the gpu is nvidia and ensures that no computation problems of a size that would trigger the error reach the gpu. However, in a particular non-standard citrix configuration, the gpu is not identified as nvidia and the raystation check is not performed.

Event description:
Follow-up of report rsl: MDR 3007774465-2017-00001 (B)(6) nvidia and non-standard citrix. Raysearch personnel detected a deviation in the dose curve computation when assisting a customer with beam modeling. Investigation showed that in a certain, non-standard, remoting installation, accelerated computation on gpu may be wrong for very large computation problems. This can affect deformable registration and dose computation. Raystation is provided with a system environment acceptance test protocol (seat). The user organization is required to use these tests for verifying the installation after any change of hardware or software environment. Although the seat includes tests explicitly intended for verifying gpu computations and for verifying the remoting environment, there were no tests that would have detected this particular problem.